Manufacturer narrative:
(B)(4) the capsule was discharged from the patient after 2 months. No medical intervention necessary. Patient condition is stable, with constant monitoring. The discharged capsule was discarded and not available for return.

Manufacturer narrative:
(B)(4).

Event description:
Small bowel capsule retained in patient with pre-existing crohn's disease. No associated symptoms or adverse effects present. Patient is being monitored, and removal by surgical intervention is scheduled.